Event description:
It was reported that the pump exhibited a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. The dso seal was replaced. The event history was reviewed and functional testing was performed. Service history review had no indication that the complaint was related to a service of the device within the review period.